Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported sparks were noted at the plug end of the ac power cord. The customer contact stated the nurse inserted the plug into the ac power outlet and noted sparks at the plug end of the ac power cord. At this time, the nurse reported the plastic plug of the ac power cord was melted. There were no adverse effects to the clinician. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.